Manufacturer narrative:
A chr review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
Interventional radiologist md inserted PICC line under ultrasound fluoroscopy to the left brachial vein. Threaded to 38 cm placement confirmed under fluoroscopy. Good blood return and both ports flushed well. Ms flushed ports with heparinized saline. Unk concentration of heparin flush. Pt developed thrombosis one day later. Radiologist did not record any device identifying info. No packaging was saved and staff disposed of the device. It is unclear if the thrombosis is related to the PICC line.